Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced an infection and oversensitivity for which the device could not be activated until a later date. The patient stated once the device was activated, the pump inverted making it difficult to active and deactivate the device. He suspected that the tubing was not cut to the proper length allowing the pump to be inverted. The device remains implanted, and no further details were provided.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Field d6a implant date: unknown, approximate date used.